Event description:
Pt underwent cataract surgery on 3/4/97, and implantation of a model aq-2003v intraocular lens was attempted by the surgeon. However, the surgeon noticed that the lens was torn so he removed the first lens and implanted this lens. After insertion of this lens, the surgeon noticed that the capsule ruptured and vitreous was pushing the lens forward. A vitrectomy was done. The surgeon was not sure if the capsule tear was caused by this lens or the first lens implanted. He stated that this pt kept squeezing his eye during surgery, due to the pressure from the vitreous. He also stated that he wanted to wait until the eye healed before another procedure on this pt.